Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed, and the occlusion was found to be within the cartridge. A cartridge change/ or supply change was performed resolving the occlusion. Customer¿s blood glucose level displayed as high. Customer administered a correction bolus via the pump to address the high blood glucose level.